Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having issues with two infusion sets. Customer reported that insulin was slow to deliver then gushed out all at once with one insulin pump during testing. The second infusion set dripped slowly, but customer kept in on and woke up with high blood glucose. Customer's blood glucose was 489 mg/dl. Customer treated high blood glucose with a bolus delivery and infusion set change. Customer declined troubleshooting insulin pump.